Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. The customer's blood glucose reading was 30 mg/dl at home, and 70 mg/dl once she was admitted. It was stated that the customer was asleep, and could not be awoken. It was also stated that the insulin pump was cracked near the reservoir compartment. Advised the mother that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.